Event description:
Info received indicates the right siderail head up switch runs the foot section and the foot section switch runs the head up.

Manufacturer narrative:
The facilities maintenance found the power board was defective. Maintenance replaced the power board to repair the bed.